Event description:
It is reported that the stem did not seat flush. The stem sat 3.5mm proud so the surgeon elected to open another stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.